Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to pacing impedance measurements high out of range greater than 3000 ohms. Technical services (ts) was consulted and discussed troubleshooting options. It was noted that the healthcare professional (hcp) planned to bring the patient into the clinic for further evaluation. No noise events were observed. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.